Manufacturer narrative:
The location of the device is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) allegedly triggered end of life (eol) two weeks after its calculated longevity indicated less than 5 months of battery life remaining. The ICD was later explanted due to normal battery depletion. A new device was implanted at the procedure. No additional adverse patient effects were reported.